Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a system crash that occurred while attempting to verify an instrument on a fusion compact. After the unit crashed and rebooted the rep attempted to perform the verification again and the unit crashed again this time only booting to a black screen. Procedure has not started yet and patient is not present.